Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the operating room during use of an ai-07367. The user experienced connection difficulty among the lumens. As a result, the catheter was removed. A new catheter kit was opened and used successfully. The procedure went on as planned. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt noted. The pt outcome is ok. Additional info confirmed that th event was an interlumen problem. The event occurred during inflation of the cuff when the lumens were connected together. When attempting to inflate the balloon the air escaped through another lumen. The insertion sites are unk. The second kit was also an arrow ai-07367. It is unk how long the delay or interruption in therapy was.